Manufacturer narrative:
Physio-control examined the removed system controller (sc) pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u18. Physio observed a 38 ohm short to ground from ic chip u18 to a capacitor, designator c14. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that after powering on their device it had a white display. A white display is indicative of a device lock-up condition which could prevent defibrillation from being delivered, if it were necessary. There was no patient use associated with the reported event.